Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number ¿ k101880. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that ten (10) days post op, the patient reported paresthesia of the mental nerve around the implant at tooth site #18 and the lip/chin. The implant was removed due to nerve injury.